Event description:
The patient contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, which meets increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro during use during drain 4 of 4. The drain volume equaled 5109ml. The patient stated the alarm occurred the previous night. The patient called the peritoneal dialysis nurse (pdn). The pdn was not alarmed and stated it was probably cumulative. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pdn on (B)(6) 2012, regarding the reported event. The pdn stated she was aware of the alarm and that they re-educated the patient. The pdn stated the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. The pdn stated there was no patient injury or medical intervention associated with this event. The pdn stated the patient is continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, the clinician inappropriately set the minimum drain volume % setting too low. Should additional information become available, a follow up MDR will be submitted.